Manufacturer narrative:
During our investigation of this event at the site, it was determined that an retraining was needed to advise the site on proper cleaning and sterilization processes for da vinci instrument and accessories. During the retraining, the cleaning and sterilization staff reported that there may have been one or more steps in the recommended process that they were not performing. Since the retraining and change in the site's cleaning and sterilization process, there have not been any further reports of post operative temperatures.

Event description:
It was reported that 10 hours post successful da vinci s hysterectomy procedure, the patient experienced a fever of 103. A pan culture was taken and was found to be negative with no fever indicated. The patient underwent an unknown treatment and discharged on schedule, without prolonged hospitalization. The patient was reported as doing well with no additional post operative issues.